Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced. The hard drive and the software were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the system was unable to make fluoroscopic x-ray exposures. There is no report of injury or death associated with the event described in this complaint.